Event description:
Approximately 40mm of the coronary guidewire broke off in the guide catheter. The guide catheter was pulled back into the radial artery. The tip of the catheter dislodged + went into the ulnar artery. The tip was un-retrievable and caused harm.